Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging particles in airway. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Device evaluation has been completed. The h11 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging particles in airway. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that white dust-like contamination on top of the blower motor and the blower motor seal. Tiny unknown black, inconsistent with degraded sound abatement foam, specks of contamination on the bottom enclosure. Also, a few tiny pieces of potential hair/ fiber on the bottom enclosure. Unknown black dust-like contamination, inconsistent with degraded sound abatement foam, on the top enclosure. Black contamination, consistent with keratin, at the air outlet of the blower box. White dust-like contamination on the blower box lid. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed dust contamination and was not able to confirm the complaint or address the symptoms specified. In box d: device avail. For eval? (Rfb), date returned (rfb) has been updated. In box e: occupation (rfb) has been updated. In box g: date received by mfg (rfb), combination product? Has been updated. In box h: device avail. For eval? (Rfb), device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.